Event description:
During preparation, it was reported that the guidewire was stuck inside the hyperform balloon. No injury was reported with the patient as the event occurred during preparation outside of the patient.

Manufacturer narrative:
The catheter was returned for evaluation with the guidewire broken into two segments. Cross sectional analysis of the break points of the guidewire showed that the failure mode occurred due to torsional overload inside the catheter lumen and one of the segments punctured the catheter lumen. Catheter lumen punctured.(B)(4).